Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip difficult to release from catheter. Conclusion code d17 is being used in lieu of an adequate conclusion code for "device not returned". Block h10: the complainant indicated that the device has been disposed and is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Additional information: block b5 (describe event or problem)

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the transverse colon during a colonoscopy procedure performed on (B)(6), 2021. During the procedure, the clip was attempted to be deployed; however, the clip was challenging to deploy and did not detach from the catheter. The spool was continued to be pulled back in order to close the device two more times with more force than normal, and the clip finally detached from the catheter. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. ***additional information received on (B)(6), 2021*** it was reported that this clip eventually released and deployed onto tissue, and the procedure was completed with this device. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the transverse colon during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the clip was attempted to be deployed; however, the clip was challenging to deploy and did not detach from the catheter. The spool was continued to be pulled back in order to close the device two more times with more force than normal, and the clip finally detached from the catheter. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.